Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the grasping part of the thunderbeat broke off outside the patient (on the operation table) during a laparoscopic hysterectomy procedure, extending the procedure and sedation for 30 minutes. No patient harm reported. 2 thunderbeat devices were used in which one end of the jaw was misaligned and other thunderbeat device had issue with cut and seal. The complaint is regarding the thunderbeat device that did not cut and seal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3 and h4) and to provide information inadvertently left out (h11). The device was evaluated by olympus, and the phenomenon could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined with the information received. The event can be prevented by following the instructions for use which state: ¿be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Information inadvertently left out: it was reported that the version of software was version 2.00 and the intelligent tissue monitoring (itm) settings that are usually "on" were "on." The user understands the itm clearly and the settings were not changed during the procedure. Olympus will continue to monitor field performance for this device.